Manufacturer narrative:
(B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient inserted infusion set wrongly on (B)(6) 2024. The patient was hospitalized due to hyperglycemia and delusional frequent urination. The blood glucose level at the time of hospitalization was 670 mg/dl and the patient was treated with intravenous insulin drip. No further information was available.